Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post device implant, the patient experienced itching at the incision site. Approximately a week later, the patient was seen in clinic and a small lateral edge opening with purulent/serosanguineous drainage was observed. Additionally, a small suture fragment was removed from the incision site and the physician observed superficial cellulitis infection. The patient received several rounds of antibiotics over the course of several weeks. The incision site was checked in clinic again, and the site was observed to be intact. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.